Event description:
It was reported that this device was reprogrammed because the programmed rate logic withheld therapy on a ventricular tachycardia (vt) episode that was classified by the device as atrial fibrillation (af). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed an episode of inappropriate withholding of ventricular tachycardia (vt) detection with atrial fibrillation (af) criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).